Event description:
A malfunction was reported on the pump with no adverse impact on the customer's blood glucose level. The issue did not stem from any notable events, and the malfunction code was identified as malf 12, which is resettable. The customer did not have the means to troubleshoot at the time of the call, as he was at work and without a power source. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.